Manufacturer narrative:
The complaint device was returned for evaluation. Initial visual inspection found that the watermark had been compromised. Device evaluation identified that the power pcb had an intermittent short. The short was repaired. The case (with led flex, overlays, battery contacts) and back cover were replaced. The circuit boards were inspected, the spo2 sample rate was set to continuous, the device was set to factory default, the case was checked for damage, the device was cleaned, and it was tested on a simulator. The root cause was determined to be the intermittent short of the power pcb that caused the device to intermittently short. The device did not overheat while testing; however, this could cause overheating to occur. This type of event will continue to be monitored. It should be noted that this is being filed based on retrospective review.

Event description:
Reportedly, post repair, the battery becomes very hot. The was no report of patient harm. No additional information is available.